Event description:
In the last few months my hospital has had 3 instances of either IV infusions being connected to the epidural catheter or epidural infusions of cardiotoxic local anesthetics being attached to the intravenous catheter by nurses on the floor. Due to nursing turnover, educational programs are ineffective. We have been very fortunate in that no permanent patient harm has yet resulted, but this is pure luck. I would like to see it mandated that epidural tubing and IV tubing are unable to connect to each other. This could easily be done by changing the thread on the epidural catheter connections. While this would require coordination with epidural manufacturers, tubing manufacturers and syringe manufacturers, it would make huge improvements in pt safety worldwide.